Event description:
The patient contacted animas on (B)(6) 2012 reporting that up arrow button was intermittently unresponsive. The patient confirmed that there was no known trauma to the pump and the keypad was intact. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.